Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The target lesion was located in the left circumflex (lcx) artery. Coronary angiography revealed mid lcx tandem lesion with > 85% stenosis. A non-bsc guide wire was advanced to the lesion. A 2 x 12mm unspecified balloon catheter was used to predilate the lesion. A 38 x 2.75mm taxus liberté long stent was selected to treat the target lesion; however the device was unable to cross the lesion. During manipulation the stent got damaged. The procedure was completed with the implant of a 2.75 x 32mm taxus liberte stent and post dilatation of a 2.75 x 8mm and 3 x 8mm non-bsc balloon catheter. Final control angiography revealed timi 3 flow. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned in two sections due to a hypotube break 23cm from the strain relief. The hypotube was furthermore severely kinked just proximal to the break and at base of strain relief,with a minor kink distal to the break. No issues were noted with the crimped stent and tip. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The target lesion was located in the left circumflex (lcx) artery. Coronary angiography revealed mid lcx tandem lesion with > 85% stenosis. A non-bsc guide wire was advanced to the lesion. A 2 x 12mm unspecified balloon catheter was used to predilate the lesion. A 38 x 2.75mm taxus¿ liberté¿ long stent was selected to treat the target lesion; however the device was unable to cross the lesion. During manipulation the stent got damaged. The procedure was completed with the implant of a 2.75 x 32mm taxus liberte stent and post dilatation of a 2.75 x 8mm and 3 x 8mm non-bsc balloon catheter. Final control angiography revealed timi 3 flow. No patient complications were reported and the patient's status is stable.